Manufacturer narrative:
Additional narrative: the device was returned and reported to have broken during the removal of a competitor¿s product. The device is broken and is missing the threaded distal tip leaving a sheared homogenous fracture surface. The balance of the device is in good condition. It is likely that the incompatibility of a depuy synthes product with a competitor¿s product led to this complaint condition. It is also possible that ten years of repeated use and the introduction of shear forces from off angle hammer blows may have contributed to the complaint condition. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although the added information involves a competitor's product (nail), after further review, it was determined to include the information as part of the event description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon then drilled a hole in the proximal end of the nail as to use an impactor to remove the nail but was unsuccessful. The nail would not move and it was decided to cut the proximal end of the nail in preparation for a future total knee replacement.

Event description:
It was reported that during the removal of an m/dn stainless steel tibial nail on (B)(6) 2014, the drill bit and extraction bolt were broke in the process of the attempted nail removal. The hardware removal was planned due to patient complaints of pain and to facilitate a total knee in the future. The surgeon first attempted to remove the nail with an extraction bolt which broke inside the nail. Then the surgeon attempted to use a high speed drill bit which also broke. All pieces of the broken drill bit were retrieved. Per additional information received, (B)(6) 2014, m/dn tibial nail is a zimmer nail; this is a revision of non-synthes products. The tip of the extraction bolt broke. The procedure was completed with a 30 minute surgical delay. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device an instrument, not implanted or explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was returned for evaluation; an evaluation is currently in progress. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.